Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the superflex aspheric 920h iol was implanted on (B)(6) 2012 and that in 2014, the patient was required to undergo vitrectomy surgery with silicone oil insertion as a result of rhegmatogenous retinal detachment. The patient reported blurred vision in his left eye for approximately one month prior to silicone oil being removed from the eye in (B)(6) 2016. The healthcare professional examined the iol and has determined that the iol has opacified. The patient's visual acuity is now 20/80. Rayner has been advised that it is the intention of the healthcare facility to explant the opacified iol; however, have been informed that the procedure has not been scheduled to date. The following potential causes have been discussed in the literature: multifactorial,1 repeated exposure to intracameral air 2, raised intraocular pressure, 2 may be more likely in complicated, traumatised eyes2, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of the exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures3, trauma of repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing the concentration of calcium ions4. Our review of production records for the superflex aspheric 920h iol batch 061e23909 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (june 2011) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 061e23909. References: walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431; p. Motrgan warren et al. Intraocular lens opacification after descemets' stripping automated endothelial keratoplasty (dsaek) (2014 escrs poster presentation); a dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. Device not returned.

Event description:
On 9th june 2016, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided by the healthcare facility states that the superflex aspheric 920h iol has opacified post-operatively.